Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) keyboard assembly. The ventilator passed all tests and was returned back for use at the user facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a keyboard malfunction. Additional information regarding the event and repair has been requested.